Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer service manager reported that during a cataract extraction procedure there was no ultrasound power from the handpiece. The case was completed using an alternate handpiece. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The handpiece was functioning as intended. The system was tested and found to meet product specifications. The handpiece was manufactured on august 22, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).